Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had been experiencing chest pain over the past two weeks. Today, a chest x-ray (cxr) showed this right ventricular (rv) lead was straight down. All lead diagnostics were normal and an echocardiogram and a computerized tomography (CT) scan were performed and there was no evidence of lead perforation or pericardial effusion. However, a revision procedure was performed to place the lead in a more optimal position. The screw was retracted and the lead was pulled back. While pulling lead back, the physician noted some resistance which convinced him of an rv perforation. The lead was successful repositioned with normal diagnostics. One month later, the patient presented with orthostatic hypotension, dehydration and syncope. The patient was admitted to the hospital to recover. No adverse patient effects were reported.